Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm insertion needle anomaly due to the insertion needle was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 117 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. Sensor dislodged and came out of the customer's body when customer attempted to reconnect to their transmitter. The customer's cannula was bent and was sent a new sensor.